Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes demonstrated that the patient was revised due to corrosion, tissue damage and leg length discrepancy. During the revision, metal staining of tissues, black staining of metal at the trunnion were identified. Cup and stem well fixed. Left leg was noted shorter than right pre-op and was corrected and resolved during revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Concomitant medical products: m2a-magnum mod hd sz 48mm , pn 157448, ln 816400, 11x135mm neutral progressive, pn cp156523, ln 746210, m2a-magnum 42-50 tpr insrt std, pn 139256, ln 441040. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-04828, 0001825034-2019-04829, 0001825034-2019-04830. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial left hip arthroplasty. Subsequently, the patient was revised approximately 9 years after the initial surgery due to metallosis, mild metal staining of the tissues with mild black staining of the metal at the trunion, and limb length discrepancy. Attempts were made to obtain additional information; however, none was available.